Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion set is confirmed; however, the exact cause could not be determined. One 20 ga x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation revealed some biological residue in the sample. A functional test of flushing the infusion set with water using a 12 ml syringe was performed. A leak was observed in the tubing just distal to the luer hub. A microscopic observation revealed a split in the tubing where the leak was found. The surface of the split was observed to have striation-like patterns and radiating tear marks. The edges of the split were observed to be uneven with a rough texture. The investigation findings are indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that a leak was detected in the pac tube at the infusion site. No patient injury was reported. No further information was provided.